Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. Service technician was able to verify the customer's reported issue. Bench testing revealed a faulty battery. The battery was replaced and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 alarmed ventilator inoperable. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.